Manufacturer narrative:
The investigation is ongoing.

Event description:
As reported by a field clinical specialist (fcs), during a ttvr procedure with a 29mm sapien 3 ultra resilia valve, the first valve was partially deployed in the left innominate vein (remains there) due to inability to advance system or retrieve system into sheath due to stenosis and port catheter entanglement. The first system was removed through the sheath. A new valve was implanted via the transfemoral vein. Per the fcs, there was no patient injury, and no device damage. The patient had a moderate degree or tortuosity.

Manufacturer narrative:
A supplemental MDR is being submitted for additional information from a product investigation. The following sections of this report have been updated: b4, g3, g6, h2, and h6. The complaints for tracking difficulty and withdrawal difficulty with subsequent non-target deployment were unable to be confirmed as no complaint unit was returned and no procedural imagery was provided for evaluation. In this case, the reported event does not allege a malfunction that could be related to an edwards manufacturing deficiency and was not confirmed through investigation. In addition, a review of IFU/training materials revealed no deficiencies. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. A review of edwards lifesciences risk management documentation was performed for this case. Per review, no evidence of product non-conformances or labeling/IFU inadequacies were identified in the evaluation. Per event description, ''the first valve was partially deployed in the left innominate vein (remains there) due to inability to advance system or retrieve system into sheath due to stenosis and port catheter entanglement. The patient had a moderate degree of tortuosity.'' In this case, it was reported that the patient had a moderate degree of tortuosity and a pre-existing stent. Patient factors (i.e. Tortuosity, pre-existing vascular stent) may cause constrained sections of the anatomy that interferes with passage of the delivery system and causes difficulty during tracking. Additionally, the port catheter was tangled, causing additional difficulty during tracking. Available information indicates that patient factors (tortuosity, pre-existing stent) and procedural factors (port catheter entanglement) likely contributed to the tracking difficulty. During the retraction of the delivery system, the physician was unable to withdraw the valve, leaving it in the left innominate vein. In this case, it was reported that the patient had a moderate degree of tortuosity and a pre-existing stent. Patient factors (i.e. Tortuosity, pre-existing vascular stent) may cause constrained sections of the anatomy that interferes with passage of the delivery system and causes difficulty during withdrawal. Additionally, the port catheter was tangled, causing additional difficulty during withdrawal. Available information indicates that patient factors (tortuosity, pre-existing stent) and procedural factors (port catheter entanglement) likely contributed to the withdrawal difficulty. Lastly, the commander delivery system and sapien 3 ultra resilia valve is currently not indicated for valve-in-valve in tricuspid position. It is possible that a combination of patient factors and the use of the device in the tricuspid position may have contributed to the reported event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.